Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm pericardial mitral valve, implanted approximately four (4) years, was explanted due to moderate mitral regurgitation secondary to pannus overgrowth. One of the leaflets fixed open due to the pannus overgrowth. The device was replaced with a 24mm mitral valve with no patient adverse event reported. The patient status was reported as recovered. The surgeon commented that pannus overgrowth was seen densely on leaflets which corresponds to p1 and p2 on the inflow side and p3 and pc on the outflow side. However, the pannus overgrowth was removed during surgery, almost no adhesion remains attached to the leaflets and the cuff.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The most likely cause is patient factors. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: product evaluation customer report of pannus was confirmed. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the inflow aspect and 4mm on leaflet 3 on the outflow aspect. Host tissue overgrowth fused leaflets 2 and 3 by 2mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Sewing ring was cut around leaflet 1. Multiple sutures remained attached to the sewing ring around leaflet 2.